Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: >7.5, reference: 5.8, mean: na, confidence limits: na. Analysis of customer's data revealed that both inratio and reference test results exceeded 5.0 inr. Generally, inr results exceeding 5.0 have reduced trueness, precision and linearity, both in point-of-care and lab based pt testing. No confidence limits could be established. No product is expected to be returned. Retained strip testing revealed that test result comparisons met accuracy criteria. No results greater than 7.5 inr was replicated. Root cause of customer's complaint could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results for retained strip lot #234589. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples tested on strip lot #234589 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 5.8. Pt's therapeutic range unk, but they try to keep inr below 4.0. Pt has always been very unstable when it comes to her inr.